Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3636h self punching knotless hip fibertak soft anchor had an issue. During a hip labral repair procedure on (B)(6) 2023, when the surgeon was inserting the anchor, one of the forks of the inserter broke off inside the patient. All fragments and the anchor were removed from the patient. Another ar-3636h self punching knotless hip fibertak soft anchor with lot number 15048289 was opened to complete the procedure successfully with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.